Event description:
Spontaneous report from patient: pump sn (B)(4) lost its programming. Patient advises he keeps a battery in pump when not in use. Patient has back up for use. Sent replacement pump to patient. No other information available. Did the reported product occur while in use with the patient? No. Did the product issue cause or contribute to patient clinical injury? No. If yes, was any medical intervention provided? Reported to (B)(6) by: patient/caregiver.